Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the implant procedure, the device was interrogated and grey bar was observed. The device was reinterrogated three days later, but the grey bar remained. The device was not used. There was no patient involvement.